Manufacturer narrative:
#E2012017 report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4) during a clinical procedure achieving primary stability was not possible.